Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a navitor vision was chosen for implantation utilizing a large flexnav delivery system. The valve was implanted successfully. Post procedure, the patient had symptoms of the limb ischemia in the left lower extremity used for procedural access. It was thought the issue could be related to device-related embolism due to calcified anatomy, versus closure-related, or a vessel spasm. The pulse returned spontaneously so no intervention was necessary.

Manufacturer narrative:
The device was not returned for analysis. An event of ischemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on received information device-related embolism due to calcified anatomy, versus closure-related, or a vessel spasm contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.